Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which required medical intervention. His mother took his blood glucose reading receiving a result of 150 mg/dl; however, she was unable to wake him. His parents brought him to the emergency room where his blood sugar reading was 27 mg/dl. He was treated with a shot of glucagon and was observed for a couple of hours before being released. During the call to customer support, it was revealed that the consumer does not control solution test, his test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u will be filed.